Manufacturer narrative:
H10: manufacturer narrative: siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussions, consideration of the complaint description, customer service reports, system history, and system log files. According to the provided information, the system got stuck in start-up mode when booting up after a reboot or when turned on. Furthermore, the issue happened before an emergency procedure which caused the exam to be delayed. No health consequence was communicated. The failure description as well as the clinical conditions are identical described as in complaint (B)(4) reported as MDR mfg report number 3004977335-2023-69388. The difference is the date of occurrence. In this case, according to log file analysis, the system was running for five (5) days without reboot on the reported day. Furthermore, no shutdown was seen in the log files on the mentioned day, nor on the three (3) days after the reported day of (B)(6) 2023. As the described issue can only occur during system start-up, it cannot be confirmed that it happened around the mentioned day. No other issues have been identified from the log files. Therefore, no non-conformity is identified in this case. The problem claimed by the customer could not be confirmed. The system worked as specified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. The user reported that after booting the system, it displayed a blue screen indicating that windows needed to be repaired. This caused a long term delay which occurred before an emergency procedure. There is no report of impact to the state of health of any patient or user involved.